Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 47-50 mg/dl, cause was unknown. Customer did "nothing yet" to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.